Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The technician recommended replacing the system board to address the issue. No further investigation is required at this time. Additionally, not related to the malfunction/issue, the device age has passed its service life, the trilogyo2 pm1 kit was replaced per the request of the customer. Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version is 14.2.05 was confirmed.